Event description:
During a coronary artery drug eluting stenting treatment procedure, resistance was felt while withdrawing the stent delivery balloon. The index procedure identified and treated one target lesion. The lesion was a 75% stenosed, severely calcified, mildly tortuous, in-stent restenotic lesion located in the 1st diagonal vessel (1st dx). The lesion was 2.8mm in diameter and 13mm in length. The lesion was direct-stented with a taxus liberte 2.75 x 20mm stent deployed at 18 atms. After the stent was deployed, the physician experienced "moderate" withdrawal resistance of the delivery balloon to the implanted stent. The balloon was completely deflated to 0 atms, confirmed by fluoroscopy. The physician was able to withdraw the balloon from the pt's body. There were no pt complications reported. The physician did not post dilate the stent. The pt was discharged the next day on aspirin and clophidogrel. This product is only ous approved but is similar to a merketed us device.